Event description:
A syntel silicone embolectomy catheter - spring tip was being prepared for use. After opening the package, when 0.2 ml of the normal saline was injected into the balloon, the balloon ruptured. No injury was reported.

Manufacturer narrative:
The product was not received for evaluation. Therefore, the root cause could not be determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot. The IFU provides the following warning related to possible complications related to the use of this product: complications associated with the use of embolectomy catheters include, but are not limited to: systemic infection, local hematomas, intimal disruptions, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formations, and balloon rupture or tip separation with fragmentation and distal embolization.